Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device bearings were damaged was confirmed. An assessment was performed and it was observed that the device had a temperature reading of 104 degrees at the base which exceeds the operational temperature specification. It was further observed that the color ring was faded/gone. During repair it was observed that the bearings were worn out and corroded causing the device to run above the operational specification. The assignable root cause was determined to be due to wear from normal use over time. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the bearings of the attachment device were damaged. During in-house engineering evaluation it was observed that the device had a temperature reading of 104 degrees at the base which exceeds the operational temperature specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.